Event description:
Patient (B)(6) reported experiencing a lot of cramps and pain during drains for the past couple of weeks with the liberty cycler. Upon follow up with the patient's peritoneal dialysis nurse, it was indicated that the patient's catheter was positioned incorrectly and therefore causing the cramps and pain. Patient is in hospital having the catheter repositioned. The patient is currently doing manual treatments while in hospital but once discharged, the patient will resort back to our liberty cycler. N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).